Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetes ketoacidosis and he had ran out of insulin. The customer had a dead battery and was unable to check settings. The customer was in the hospital for diabetes ketoacidosis. The customer's blood glucose was 585mg/dl. The customer was treated with insulin shots. The customer was assisted with verifying basal rates into pump.